Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that a primary infusion of tysabri 300mg/15ml mixed in with mini-bag plus 100ml ns was programmed to deliver 120ml/hr . Vtbi was 150ml to account for mini-bag overfill. The bag was found empty after 15 minutes. No report of patient harm.

Manufacturer narrative:
The customer¿s report of the bag being found empty sooner than expected was not confirmed. Physical inspection noted the device to be in good condition. Analysis of the pcu event log shows that at 7:21am on (B)(6) 2016 drugid=386 was programmed to infuse at the rate of 120ml/hr with a vtbi of 150ml. At 7:34am, an ail alarm occurred, and then the device was channeled off. The total infusion time was 13 minutes and 17 seconds; the total calculated volume infused was 26.511ml. Rate accuracy testing was performed and the device was found to be infusing within specification. The root cause of the customer¿s report was not identified.